Event description:
During a routine shift check by a clinician, the paddles caused the defibrillator to inappropriately give a "release button" message. Complainant indicated that there was no patient involvement in the reported malfunction.